Event description:
Patient received 2 boxes of droplet 31g x 8mm from va with lot no. Y58s6. He injects 30 units of lantus once a day and 16-18 units of novolog once a day with the corresponding pens. He called in today because, he states that his insulin is not dispensing when he tries priming the needles. Somehow the needle is clogged. He has gone through several needles and this has happened multiple times. He states that he does reuse needles but, this happens on the 1st attempt to use.